Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was being revised alongside the dislodged right atrial (ra) lead as the physician wanted a better location for the rv lead. Helix extension issues were encountered during the repositioning. The patient underwent an additional surgical intervention to explant the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the helix difficulty and prolonged procedure allegations were confirmed, based on the field report and the finding of dried blood in the helix housing.

Event description:
It was reported that this right ventricular (rv) lead was being revised alongside the dislodged right atrial (ra) lead as the physician wanted a better location for the rv lead. Helix extension issues were encountered during the repositioning. The patient underwent an additional surgical intervention to explant the lead. A new lead was implanted. No additional adverse patient effects were reported.